Event description:
It was reported that this left ventricular (lv) lead was suspected to exhibit loss of capture (loc). Further evaluation of the lead was recommended by boston scientific technical services (ts). No adverse patient effects were reported. At this time, this lead remains in service.